Event description:
It was reported that the pt had high lead impedance on system diagnostics on (B)(6) 2010. The pt has also had an increase in seizures over the past few months. No trauma or manipulation was reported that may have caused or contributed to the high impedance. Revision surgery is likely, but has not occurred to date. Attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.